Manufacturer narrative:
The received device had the cannula assembly deployed. A leak test found that fluid flowed the fluid path with no signs of struggle or leakage. The exposed portion of the soft cannula was found damaged, however, it cannot be determined when or how this damage occurred. Cracks were also found in the top housing. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 330 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother stated the pod was leaking at the infusion site (leg). As treatment, pod was removed and a new pod was applied.